Manufacturer narrative:
It has now been reported that the infection was treated with oral antibiotics. The device analysis report is attached. This report is submitted on april 20, 2021.

Manufacturer narrative:
This report is submitted on march 3, 2021.

Event description:
Per the clinic, the patient experienced an infection (site and treatment of infection unknown). The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.